Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited unsatisfactory threshold values. Upon repositioning, the helix of the ra lead failed to extend. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.